Manufacturer narrative:
Concomitant medical products: product ID 3889-28, lot# va14lcf, implanted: (B)(6) 2016, explanted: (B)(6) 2017, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Loss of stimulation due to patient fall and nurse practitioner (np) decided replacement based on evaluation. It was noted that surgical intervention occurred. The issue was resolved at the time of this report. No further patient complications have been reported as a result of this event" in the event description.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.